Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the revision procedure (reference MFR report # 1627487-2014-25420), the physician had difficulty placing the lead. Once the lead was placed, the pt experienced stimulation in the incorrect location. The physician removed the lead and implanted a different model lead. The difficulty implanting the lead extended the procedure for 2-3 hours.